Event description:
Note:this report pertains to the second of two complaints that occurred during the same procedure. Refer to manufacturer report# 3005099803-2010-03062 for the associated device report. It was reported to boston scientific corporation on (B)(6), 2010 that two resolution clip devices were used during an esophagogastroduodenoscopy (egd) procedure in the stomach. According to the complainant, the device was being used to anchor a jejunal tube within the patient's stomach and did not involve an active bleed. During the procedure, the clip was advanced out of its sheath and opened and closed a couple of times to ensure its position within the stomach. Once the device was correctly positioned in the stomach, the clip was closed onto the tissue. It was reported that two audible clicks here heard, the handle was opened and the clip released from the catheter. However, when the clip released from the catheter, the jaws of the clip opened and fell off the stomach wall. The device was not retrieved; it was left inside the patient with the jaws in the open position. A second resolution clip was used, however the same issue occurred. The clip was advanced out of its sheath and opened and closed a couple of times to ensure its position within the stomach. Once the device was correctly positioned in the stomach, the clip was closed onto the tissue. It was reported that two audible clicks here heard, the handle was opened and the clip released from the catheter. However, when the clip released from the catheter, the jaws of the clip opened and fell off the stomach wall. The device was not retrieved; it was left inside the patient with the jaws in the open position. A third resolution clip was used to successfully complete the procedure without complications. The patient was reported to be "doing well" at the conclusion of the procedure.

Event description:
This report pertains to the second of two complaints that occurred during the same procedure. Refer to manufacturer report# 3005099803-2010-03062 for the associated device report. It was reported to boston scientific corporation on (B)(6) 2010 that two resolution clip devices were used during an esophagogastroduodenoscopy (egd) procedure in the stomach. According to the complainant, the device was being used to anchor a jejunal tube within the patient's stomach and did not involve an active bleed. During the procedure, the clip was advanced out of its sheath and opened and closed a couple of times to ensure its position within the stomach. Once the device was correctly positioned in the stomach, the clip was closed onto the tissue. It was reported that two audible clicks here heard, the handle was opened and the clip released from the catheter. However, when the clip released from the catheter, the jaws of the clip opened and fell off the stomach wall. The device was not retrieved; it was left inside the patient with the jaws in the open position. A second resolution clip was used, however, the same issue occurred. The clip was advanced out of its sheath and opened and closed a couple of times to ensure its position within the stomach. Once the device was correctly positioned in the stomach, the clip was closed onto the tissue. It was reported that two audible clicks here heard, the handle was opened and the clip released from the catheter. However, when the clip released from the catheter, the jaws of the clip opened and fell off the stomach wall. The device was not retrieved; it was left inside the patient with the jaws in the open position. A third resolution clip was used to successfully complete the procedure without complications. The patient was reported to be "doing well" at the conclusion of the procedure.

Manufacturer narrative:
The patient's weight was estimated to be approximately 125 pounds. (B)(4) - jaws would not close. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was fully deployed and the control wire was separated per design. The clip assembly was not returned with the device. Since the clip assembly was not returned for evaluation and the device appears to have been deployed properly, a root cause could not be determined for this complaint. A review of the device history record (DHR) was performed; no anomalies were noted.